Event description:
The reporter stated that he staggered and fell back in 2005. The spouse gave him pepsi and food and then called the emt's. He was taken to the hosp and given an unk IV. The emt's checked his glucose on their meter and the level was 44 mg/dl. He did not recall what his device result was. He then threw his meter and strips away.